Event description:
The abbott vp 2000 processor is a device designed to automate and standardize slide specimen processing and routine slide staining for the laboratory. A computer unit is part of the device. Customer reported that when attempted to boot up system, the computer (pc model (B)(4)) failed to initialize. In addition, the customer observed smoke emanating from pack of computer and a burning smell. Customer immediately disconnected computer from electrical outlet. No injuries were sustained.

Manufacturer narrative:
The computer unit is currently under eval.